Event description:
It was reported to philips that the heartstart xl defibrillator paddles could not charge. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.